Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2011 that a pt experienced dizziness, confusion, hallucinations, taste perversion, loss of balance, and irritability while using prialt. It was later reported that on (B)(6) 2011, the pt experienced depression and nervousness. The cause of the event was attributed to a fractured catheter. Dates of prialt therapy were reported as (B)(6) 2011 and (B)(6) 2011. Treatment for the event was not reported. The pt recovered. Additional info about this event has been requested and will be reported if it becomes available.